Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing numbness of right upper eye into cheek. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an scs explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing numbness of right upper eye into cheek. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing numbness of right upper eye into cheek. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the numbness in the patient's right eye into the cheek was not device related.

Event description:
A report was received that the patient was experiencing numbness of right upper eye into cheek. The patient will undergo an explant procedure.